Event description:
It was reported that the left ventricular (lv) lead exhibited impedance issues with loss of capture and no asystole. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).